Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an increase in capture thresholds; the lead also exhibited an increase in impedance over a period of four months. No patient symptoms were reported. The physician elected to monitor the patient.